Event description:
I used fixodent off and on for a year starting 2004 and ending 2005. It made me feel ill stomach and everything. Also used polygrip from 2004 till present. Still using it. I now have neuropathy, have troubles walking and with my hands. I am unstable. Will be having more tests done in 2009. Blood work and complete nerve tests. Dose or amount: #1 and #2 - denture cream, frequency: once daily, route: oral. Dates of use: #1 - 2004 - present; #2 - 2004 - 2005. Diagnosis or reason for use: #1 and #2 - denture adhesive cream. Event abated after use stopped or dose reduced: #1 - no; #2 - yes.